Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient's pump was revised and a sutureless connector was added to the existing catheter on (B)(6) 2012. The medications used within the system were dilaudid, baclofen, and clonidine at the time of the revision. No patient symptoms were rep orted, and the patient's outcome was unknown as of the date of this report. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received. Please see manufacturing report # 3004209178-2013-00554 for information regarding a catheter fracture that occurred after this event.